Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage, essure device had broken on the left side") and pelvic pain ("severe pelvic pain/pain") in a (B)(6)-year-old female patient who had essure (batch no. Right (B)(4), left (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "faulty essure device/three separate essure devices attempted" on (B)(6) 2011, device difficult to use "needed three attempts to place the essure devices/difficulty in placement of the coil in the left fallopian tube" on (B)(6) 2011, device use issue "one essure device in her right fallopian tube and two essure devices in her left fallopian tube/there were two coils in the left tube" on (B)(6) 2011 and device physical property issue "there were two coils in the left tube and one of them was twisted/curled up". The patient's previously administered products included for to avoid pregnancy: mirena from 2004 to (B)(6) 2009. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2010 to (B)(6) 2011 for contraception. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2011, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis") with vaginal discharge. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced the first episode of cystitis ("bladder or urinary problems or changes bladder pain and infections"), bladder pain ("bladder or urinary problems or changes bladder pain and infections") and the second episode of cystitis ("bladder or urinary problems or changes bladder pain and infections"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the device breakage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, bladder pain and the last episode of cystitis outcome was unknown and the pelvic pain, abdominal pain and bacterial vulvovaginitis had not resolved. The reporter considered abdominal pain, bacterial vulvovaginitis, bladder pain, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: on or about (B)(6) 2011, plaintiff underwent the essure procedure . Due to a faulty device, plaintiff¿s healthcare provider needed three attempts to place the essure devices. Ultimately, plaintiff received one essure device in her right fallopian tube and two essure devices in her left fallopian tube. Following the implants, plaintiff began experiencing symptoms, which included: severe abdominal pain, severe pelvic pain, abnormal and vaginal discharge. Plaintiff sought medical attention for her symptoms from healthcare providers. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. She have not had removed essure , she is currently planning for essure remove. Diagnostic results: (B)(6) 2011, hysterosalpingogram: total bilateral occlusion, breakage of essure device, essure device had broken on the left side, but both tubes were still occluded; two coils seen on the left side. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: aka names added. Event added as abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis, bladder or urinary problems or changes, device breakage/essure device had broken on the left side, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), there were two coils in the left tube and one of them was twisted/curled up. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Lot number added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage, essure device had broken on the left side") and pelvic pain ("severe pelvic pain/pain") in a 27-year-old female patient who had essure (batch no. Right 50500530, left 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "faulty essure device/three separate essure devices attempted" on 31-jan-2011, device difficult to use "needed three attempts to place the essure devices/difficulty in placement of the coil in the left fallopian tube" on 31-jan-2011, device use issue "one essure device in her right fallopian tube and two essure devices in her left fallopian tube/there were two coils in the left tube" on 31-jan-2011 and device physical property issue "there were two coils in the left tube and one of them was twisted/curled up". The patient's previously administered products included for contraception: depo shot in december 2010; for to avoid pregnancy: mirena from 2004 to 1-dec-2009. Concurrent conditions included multiparous since 31-jan-2011, morbid obesity since 31-jan-2011 and sleep apnea since 31-jan-2011. Concomitant products included medroxyprogesterone (depo provera) from 31-dec-2010 to 31-mar-2011 for contraception. On (B)(6) 2011, the patient had essure inserted. On (B)(6) -2011, the patient experienced device breakage (seriousness criterion medically significant). In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2011, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis") with vaginal discharge. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced the first episode of cystitis ("bladder or urinary problems or changes bladder pain and infections"), bladder pain ("bladder or urinary problems or changes bladder pain and infections") and the second episode of cystitis ("bladder or urinary problems or changes bladder pain and infections"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the device breakage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, bladder pain and the last episode of cystitis outcome was unknown and the pelvic pain, abdominal pain and bacterial vulvovaginitis had not resolved. The reporter considered abdominal pain, bacterial vulvovaginitis, bladder pain, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: on or about 31-jan- 2011, plaintiff underwent the essure procedure . Due to a faulty device, plaintiff¿s healthcare provider needed three attempts to place the essure devices. Ultimately, plaintiff received one essure device in her right fallopian tube and two essure devices in her left fallopian tube. Following the implants, plaintiff began experiencing symptoms, which included: severe abdominal pain, severe pelvic pain, abnormal and vaginal discharge. Plaintiff sought medical attention for her symptoms from healthcare providers. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. She have not had removed essure , she is currently planning for essure remove. In the right fallopian tube they used essure device lot no 50500530 and this is successfully placed with approximately 3 t o 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 4-may-2011: total bilateralocclusion, breakage of essuredevice on 31jan2011, procedure: tubal essure, additional procedures possible tubal leprosy. Procedure name: hysteroscopy with placement of essure devices. 04-may-2011, hysterosalpingogram: total bilateral occlusion, breakage of essuredevice, essure device had broken on the left side, but both tubes were still occluded; two coils seen on the left side. On 04may2011 preoperative diagnoses post-procedure hysterosalpingogram. Patient is status postpost essure on 31jan2011 essure I n 01/2011 was complicated by difficulty in placement of the essure coil device on the left tube. However, from operative report appears that the right tube did not have any difficulties inserting the coils. Postoperative diagnoses: same with addition of no extravasation seen bilaterally on t h e images. Procedure: hysterosalpingogram. Indications: in a sterile fashion, a speculum was inserted into th e vagina until her cervix was visualized . The cervix was prepped with betadine x3. A small cannula was used to insertion to the cervicle and the ballon was inflated at the tip. Patient was stable afterwards and was discharged from the radiology suite. On 30oct2011, pelvic pain. This started yesterday and still present. It was gradual in onset and has been waxing/ waning. The symptoms are described as moderate (5/10 currently, 8/10 at worst. The patient has had moderate, constant, crampy suprapubic pelvic pain. Last normal menstrual period was 2 weeks ago batch number: : 50500530 exp date: 2013/02 man date: 2010/02. Batch number: 740665 exp date: 2013/05 man date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage, essure device had broken on the left side") and pelvic pain ("severe pelvic pain/pain") in a 27-year-old female patient who had essure (batch no. Right 50500530, left 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "faulty essure device/three separate essure devices attempted" on (B)(6) 2011, device difficult to use "needed three attempts to place the essure devices/difficulty in placement of the coil in the left fallopian tube" on (B)(6) 2011, device use issue "one essure device in her right fallopian tube and two essure devices in her left fallopian tube/there were two coils in the left tube" on (B)(6) 2011 and device physical property issue "there were two coils in the left tube and one of them was twisted/curled up". The patient's previously administered products included for contraception: depo shot in (B)(6) 2010; for to avoid pregnancy: mirena from 2004 to (B)(6) 2009. Concurrent conditions included multiparous since (B)(6) 2011, morbid obesity since (B)(6) 2011 and sleep apnea since (B)(6) 2011. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2010 to (B)(6) 2011 for contraception. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant). In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2011, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis") with vaginal discharge. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced the first episode of cystitis ("bladder or urinary problems or changes bladder pain and infections"), bladder pain ("bladder or urinary problems or changes bladder pain and infections") and the second episode of cystitis ("bladder or urinary problems or changes bladder pain and infections"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the device breakage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, bladder pain and the last episode of cystitis outcome was unknown and the pelvic pain, abdominal pain and bacterial vulvovaginitis had not resolved. The reporter considered abdominal pain, bacterial vulvovaginitis, bladder pain, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: on or about (B)(6) 2011, plaintiff underwent the essure procedure . Due to a faulty device, plaintiff¿s healthcare provider needed three attempts to place the essure devices. Ultimately, plaintiff received one essure device in her right fallopian tube and two essure devices in her left fallopian tube. Following the implants, plaintiff began experiencing symptoms, which included: severe abdominal pain, severe pelvic pain, abnormal and vaginal discharge. Plaintiff sought medical attention for her symptoms from healthcare providers. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. She have not had removed essure , she is currently planning for essure remove. In the right fallopian tube they used essure device lot no 50500530 and this is successfully placed with approximately 3 t o 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion, breakage of essure device on (B)(6) 2011, procedure: tubal essure, additional procedures possible tubal leprosy. Procedure name: hysteroscopy with placement of essure devices. (B)(6) 2011, hysterosalpingogram: total bilateral occlusion, breakage of essure device, essure device had broken on the left side, but both tubes were still occluded; two coils seen on the left side. On (B)(6) 2011 preoperative diagnoses post-procedure hysterosalpingogram. Patient is status post essure on (B)(6) 2011 essure I n (B)(6) 2011 was complicated by difficulty in placement of the essure coil device on the left tube. However, from operative report appears that the right tube did not have any difficulties inserting the coils. Postoperative diagnoses: same with addition of no extravasation seen bilaterally on t h e images. Procedure: hysterosalpingogram. Indications: in a sterile fashion, a speculum was inserted into th e vagina until her cervix was visualized . The cervix was prepped with betadine x3. A small cannula was used to insertion to the cervical and the balloon was inflated at the tip. Patient was stable afterwards and was discharged from the radiology suite. On (B)(6) 2011, pelvic pain. This started yesterday and still present. It was gradual in onset and has been waxing/ waning. The symptoms are described as moderate (5/10 currently, 8/10 at worst. The patient has had moderate, constant, crampy suprapubic pelvic pain. Last normal menstrual period was 2 weeks ago batch number: : 50500530 exp date: 2013/02 man date: 2010/02. Batch number: 740665 exp date: 2013/05 man date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: update of quality safety evaluation of ptc ( FDA code update). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage, essure device had broken on the left side") and pelvic pain ("severe pelvic pain/pain") in a 27-year-old female patient who had essure (batch no. Right 50500530, left 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "faulty essure device/three separate essure devices attempted" on (B)(6) 2011, device difficult to use "needed three attempts to place the essure devices/difficulty in placement of the coil in the left fallopian tube" on (B)(6) 2011, device use issue "one essure device in her right fallopian tube and two essure devices in her left fallopian tube/there were two coils in the left tube" on (B)(6) 2011 and device physical property issue "there were two coils in the left tube and one of them was twisted/curled up". The patient's previously administered products included for contraception: depo shot in (B)(6) 2010; for to avoid pregnancy: mirena from 2004 to (B)(6) 2009. Concurrent conditions included multiparous since (B)(6) 2011, morbid obesity since (B)(6) 2011 and sleep apnea since (B)(6) 2011. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2010 to (B)(6) 2011 for contraception. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2011, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2011, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis") with vaginal discharge. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced the first episode of cystitis ("bladder or urinary problems or changes bladder pain and infections"), bladder pain ("bladder or urinary problems or changes bladder pain and infections") and the second episode of cystitis ("bladder or urinary problems or changes bladder pain and infections"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the device breakage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, bladder pain and the last episode of cystitis outcome was unknown and the pelvic pain, abdominal pain and bacterial vulvovaginitis had not resolved. The reporter considered abdominal pain, bacterial vulvovaginitis, bladder pain, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: on or about (B)(6) 2011, plaintiff underwent the essure procedure . Due to a faulty device, plaintiff¿s healthcare provider needed three attempts to place the essure devices. Ultimately, plaintiff received one essure device in her right fallopian tube and two essure devices in her left fallopian tube. Following the implants, plaintiff began experiencing symptoms, which included: severe abdominal pain, severe pelvic pain, abnormal and vaginal discharge. Plaintiff sought medical attention for her symptoms from healthcare providers. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. She have not had removed essure , she is currently planning for essure remove. In the right fallopian tube they used essure device lot no 50500530 and this is successfully placed with approximately 3 t o 4 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateralocclusion, breakage of essure device on (B)(6) 2011, procedure: tubal essure, additional procedures possible tubal leprosy. Procedure name: hysteroscopy with placement of essure devices. (B)(6) 2011, hysterosalpingogram: total bilateral occlusion, breakage of essure device, essure device had broken on the left side, but both tubes were still occluded; two coils seen on the left side. On (B)(6) 2011 preoperative diagnoses. Post-procedure hysterosalpingogram. Patient is status post essure on (B)(6) 2011. Essure in (B)(6) 2011 was complicated by difficulty in placement of the essure coil device on the left tube. However, from operative report appears that the right tube did not have any difficulties inserting the coils. Postoperative diagnoses: same with addition of no extravasation seen bilaterally on the images. Procedure: hysterosalpingogram. Indications: in a sterile fashion, a speculum was inserted into th e vagina until her cervix was visualized . The cervix was prepped with betadine x3. A small cannula was used to insertion to the cervicle and the ballon was inflated at the tip. Patient was stable afterwards and was discharged from the radiology suite. On (B)(6) 2011, pelvic pain. This started yesterday and still present. It was gradual in onset and has been waxing/ waning. The symptoms are described as moderate (5/10 currently, 8/10 at worst. The patient has had moderate, constant, crampy suprapubic pelvic pain. Last normal menstrual period was 2 weeks ago . Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. New reporters were added. Plaintiff¿s historical drug and concomitant disease were added. Essure lot number has been updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.